Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after a successful ablation procedure for flutter, the patient developed bradycardia and was in need of temporary pacing. The physician noted that the bradycardia was due to sick sinus node after ablation procedure. The patient was treated with insertion of temporary transvenous pacemaker. The customer discarded the catheter. The patient was involved with the mapping for acute transvenous phrenic nerve stimulation (B)(6) study. No further patient complications were reported as a result of this event.